Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the alert had not reoccurred after charging the pump. Additionally, the pump shut off unexpectedly. Reportedly the customer reverted to manual injections for insulin therapy. The customer¿s blood glucose was 230(mg/dl).